Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration. It was also noted that the patient was experiencing undesired sensation. The patient underwent lead replacement procedure and was doing well post operatively. No further information provided.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7145050.